Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 58768 and file ID 50176. Unable to determine the root cause per r&d. No unexpected pump error 23 or 68 alarms noted during testing. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Event description:
The customer reported via phone call that insulin pump had multiple pump errors. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer also stated that the insulin pump passed self test. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be and sensor will not be returned for analysis.